Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units pump wont autofill. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and found the issue to be with the fill manifold assembly. To fix the fse, disassembled the unit, removed and replaced the fill manifold assembly, reassembled and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units pump wont autofill.